Event description:
It was reported that this right ventricular (rv) lead was oversensing with noise as well as high pacing thresholds and impedances greater than 2000 ohms. There was no pacing inhibition. It was observed that there was a suspected lead conductor fracture. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been received for analysis.